Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The customer replaced the flow sensor module per recommendation which resolved the reported issue. No patient information available after three attempts. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the system alarmed and mechanical ventilation stopped during a case. There was no report of patient injury.